Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/20/2021. H.6. Investigation: one photo and five loose 10ml syringes (p/n 301029) were received. The samples were visually evaluated. Each syringe was observed to have missing print resulting from damage and scraping to the barrel. Four of the syringes' missing print was in the same vicinity from the 5ml grad line down to the bd logo. One syringe's missing print was slightly less prevalent and did not cover as wide of a surface area, extending from the 5ml numeral down to the 9ml grad line. The syringes received were non-conforming per product specification. Potential root cause for the damage and missing print defects are associated with the assembly process. It is likely a component was lodged in one of the assembly dials that resulted in processing parts to make contact and have their print scraped off, then over time corrected itself back to normal operating conditions. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0149425 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml ll bns had scale marking issues. The following information was provided by the initial reporter: "I am hereby writing about the 10ml needle-free luer lock syringes arrived with ddt. (B)(4)of 22/06/2021: in particular, during the checks, an incompleteness was found in the graduated scale (photo attached)."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll bns had scale marking issues. The following information was provided by the initial reporter: "I am hereby writing about the 10ml needle-free luer lock syringes arrived with ddt. 2,125 of (B)(6) 2021: in particular, during the checks, an incompleteness was found in the graduated scale."